Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per call report that clinical support specialist (css) spoke to an rn and she stated she had a very small amount of blood in tubing and was having helium loss alarm. Css confirmed that blood was in helium drive line tubing, not in arterial line tubing. Css informed rn that intra-aortic balloon (iab) needed to come out. Css told rn to "call the physician right away and they need to get the balloon out within 30 minutes or they will have a considerable increased chance of additional complications." Rn asked css to again confirm that even though there was only a small amount of blood in tubing that balloon had a hole in it. Css told her "yes" and they needed to remove current balloon. If need be, prep for another balloon insertion if doctor feels pt needs iab pump therapy. Another nurse got on the phone and confirmed there were blood "flecks" in drive line tubing, not arterial line and they had a call out to the fellow on-call. Css reviewed same information with second rn and rn stated that fellow was on his way. Again rn asked css to hold the line. She returned to the line and stated that she just spoke with attending md and had provided an update to pt's condition. Rn stated that pt was doing okay and they would get iab out. Css asked that they save iab, helium drive line tubing and connector a line. They could take pressure bag and tubing off a line by turning stopcock, but to have stopcock extension piece with iab. In late 2008, a phone call was received by complaint department describing pt was a female. Iab was removed more than 30 minutes after phone call concluded with css. After iab was removed, pt needed to be rushed to operating room for a "fem to fem bypass surgery." Rn said that pt. Is "ok after surgery." Rn wanted to report that membrane of the iab was noticeably shredded upon removal.